Manufacturer narrative:
As stated by the instructions for use, error 1 is a continuous acoustic signal given by the pump in case of incorrect reset. The service found that the battery contacts were dirty (oxidation or residue of drug): this situation can lead to an inconstant contact with the battery and give problem with the reset. The battery contacts were cleaned and the pump underwent the regular maintenance service. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump set off "error 1".